Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the reported adverse event(s) of an umbilical hernia, however there is no documentation or evidence indicating a causal relationship between the liberty cycler, and the adverse event(s) of an umbilical hernia. Additionally, there is no allegation against any fresenius device(s) and the adverse event(s). The patient was able to continue with pd therapy as evidenced by the pdrn statement. Additionally, increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal structures. A prior history of an umbilical hernia and the placement of a pd catheter are risk factors for increased likelihood of hernia formation or enlargement. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that the patient was admitted to the hospital tuesday (B)(6) 2017 and released the same day for a hernia repair operation. Patient stated the nurse believed the hernia was the cause of drain problems that were occurring during his treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
It was reported that the patient was admitted to the hospital tuesday (B)(6) 2017 and released the same day for a hernia repair operation. Patient stated the nurse believed the hernia was the cause of drain problems that were occurring during his treatment.